Manufacturer narrative:
The company sales rep went to the facility to review the cleaning and sterilization procedures with the staff. The facility staff is following recommended cleaning and sterilization practices. The root cause of the pt event cannot be determined in this investigation. This report was mailed to FDA on: 10/17/2008.

Event description:
The nurse initially reported several cases of endophthalmitis. This pt's visual recovery was reported as satisfactory. Additional info has been requested, but not received to date.